Event description:
The patient reported on (B)(6) 2014 his blood glucose, carbohydrate intake and insulin history is as follows: he was not feeling well since he woke up this morning and has been vomiting for most of the day. He blacked out so the ambulance was called. On the way to the hospital the paramedic treated him with fluids intravenously. Upon arrival he was diagnosed for diabetic ketoacidosis and dehydration. They placed him on an intravenous insulin drip and he was released from the hospital on (B)(6) 2014. The pod was discarded at the hospital.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. No product lot number was reported therefore no qualification records were reviewed.